Manufacturer narrative:
Call is handled by third party service. To identify cause of the issue more info were requested. Field #e1 postal code: (B)(6).

Event description:
It was reported that the ventilator generated a technical error. There was no patient harm. Manufacturer's ref. #: (B)(4).